Event description:
Customer reports blood glucose results of 1100 mg/dl taken last night and 900 something (mg/dl) taken this morning on the advantage system (results are outside meter measurement range). No high blood symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.